Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer's insulin pump alarmed motor error. Also, customer's mother mentioned customer has been experiencing high blood glucose of 400 mg/dl. During troubleshooting they were able to rewind pump. The customer was advised the pump will need to be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with currents within specification. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the prime and excessive no delivery alarm tests due to the motor error alarm anomaly. The pump passed the motor passed motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.